Event description:
Boston scientific received information that this implantable defibrillation lead exhibited high out of range pacing impedance measurements. Additionally, noise was oversensed resulting in greater than two seconds of asystole. Loss of capture was also noted. It was determined the lead had fractured. An invasive procedure was performed. This lead was surgically abandoned and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4).